Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient last charged the ipg approximately a year ago. The ipg would no longer communicate with the patient programmer and charger. Surgical intervention is planned to address the issue.

Event description:
Additional information was received that the patient's ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.